Manufacturer narrative:
Device received with no motor movement or negligible movement, retries to free a stuck motor failed during rewind sequence error alarm. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer there was no motor movement or negligible movement. Retries to free a stuck motor failed on the insulin pump. The insulin pump will not be returned for analysis.